Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an overcorrection, a steepening of the cornea which was higher than expected in the right eye after a lasik procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. The logfile shows five successfully performed treatments. To the current knowledge, there is no evidence of a product problem that caused or contributed to the reported event, nor was there an event that could be considered a serious health condition deterioration. The local cas (clinical application specialist) recommended waiting for the healing period and accommodating the eye to see if there will be any change/reaction on the cornea over time. No technical root cause was identified as the product was found to be within specifications. Root cause could not be identified conlcusively. The manufacturer internal reference number is: (B)(4).